Event description:
Date iol implanted: (B)(6) 2012. Normal surgery. Noted (B)(6) 2013 that haptic migrated from peripheral bag and moving toward center and in this case over central optic. This is very unusual and have never seen this before except with this lens implant. I have seen about 5 more and one had to be reoperated on. This should never happen at all, ever. Something is wrong with the design of this lens. Should be pulled in my opinion.